Event description:
International affiliate reports that instrumentation was performed with the viper system for compressed fracture of l2. The tip of the set screw inserter broke off of the instrument when the set screw at l3 was tightened. The broken tip remains in the implanted set screw. Additionally, as a result of the difficulty, surgery time was extended by 120 minutes.

Manufacturer narrative:
(B)(4). Examination of the returned inserter confirmed the external distal hex lobe tip had broken off from the instrument. Closer observation suggests the inserter was used to apply torque to the inner set screw. The viper2 25 set screw inserter is intended to insert set screws as outlined within the surgical technique . Final tightening of the set screw should be accomplished through the use of the final tightening torque limiting viper2 system. Review of the device history record found the lot met specification requirements when released to stock. No definitive conclusion could be made as to the cause of tip breakage. However, the damage most likely occurred as a result of over tightening of the inner shaft during set screw tightening, the result of the application of atypical force upon the instrument during usage. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy synthes has requested return of the inserter for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.